Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/11/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the product code and lot number? According to the feedback of the sales representative, all the above answers are unknown. How many sutures broke intra-op? Did one suture break 3 times? Were there any adverse patient consequences or any issues due to the broken blood vessel or this event?

Event description:
It was reported that a patient underwent an arteriovenous fistula repair for renal dialysis and suture was used. During the procedure, the suture broke when ligating the vessel. The blood vessel was also broken when dealing with the suture. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code and lot number? How many sutures broke intra-op? Did one suture break 3 times? Were there any adverse patient consequences or any issues due to the broken blood vessel or this event? Was the procedure completed successfully? Events reported in 2210968-2021-12597 and 2210968-2021-12598.